Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's right knee was revised due to a femoral periprosthetic fracture sustained in a fall. Also as a result of the fall, the tibial baseplate became loose. The patient's scorpio knee was revised to a hinged knee. Rep provided the revision usage sheet, pre- and post-revision x-rays, confirmed there are no allegations against the revised insert, and confirmed that no further information will be available.